Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: two photos of a 3ml syringe full of an unknown clear liquid and red tip cap attached were received and evaluated. It was observed there was a lengthwise crack outside the grad lines extending from the 0.5ml to the 2ml marking. The crack was rejectable per product specification. Potential root cause for the cracked defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0010043 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. 9095868 is not a valid batch #. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of 3ml bd plastipak¿ syringe luer-lok¿ tips experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: after filling a 3 ml syringe with bortezomib, a vertical crack in the syringe was found with leakage through the crack. The device has been retained. Clinical consequences: new syringe to be filled + delay in patient care. Actions undertaken: syringe kept + material vigilance declaration and mail to the supplier.